Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. Based on the information reviewed, a definitive cause for the reported mechanical issue (clip open - locked) could not be determined in this incident. The reported improper or incorrect procedure or method appears to be due to user error as it was reported that the physician did not perform the second final arm angle test after lock line removal and the gripper line was removed before clip deployment. It should be noted that, per the instructions for use (IFU) of the mitraclip system states: establishment of final arm angle needs to be performed post lock line removal. Mitraclip system IFU states: if clip placement and/or mitral regurgitation (mr) reduction is not satisfactory after deployment step 2: delivery catheter shaft detachment, do not proceed to deployment step 3: gripper line removal. Intervention may be required to remove the clip. Based on this information, the reported improper or incorrect procedure or method appears to be due to user error as it was reported that the physician did not perform the second final arm angle test after lock line removal and the gripper line was removed before clip deployment. However, there is no indication that the user technique influenced in the reported mechanical issue (clip open when locked). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the physician did not perform the second final arm angle test after lock line removal and the gripper line was removed before clip deployment.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the mitraclip opened slightly post implantation. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The mitraclip was deployed without issue, reducing the mr to <1. Post deployment, although the clip remains stable and well seated, the clip opened slightly 1-2mm with a slight mr jet out of the clip. The patient is in stable condition. No treatment was provided. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.